Manufacturer narrative:
The customer changed the o2 cell. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description: o2 cell failed

Manufacturer narrative:
The customer changed the o2 cell.

Event description:
Hamilton medical ag received the following incident description: o2 cell failed.